Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates. The pump functioned properly. No blank display or display anomaly was noted. The pump functioned properly during functional checks, including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, broken battery tube threads, a broken pump belt clip slot and a cracked end cap near the battery compartment. No damage inside the pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have woken up and noticed that display screen was blank. Customer also reported that there was broken and missing piece drom the battery compartment. Customer's blood glucose was 199 mg/dl. Customer was advised that insulin pump would need to be replaced.